Manufacturer narrative:
Product evaluation found lens returned in liquid in a lens case/vial. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4) significant reduction of irido-corneal angles, secondary surgery, enlargement of pi or addition of new pi, lens exchange. Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm.(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -15.00/+2.5/089 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and significant reduction of irido-corneal angles. Enlargement of pi or addition of new pi was performed. The lens was exchanged for a shorter lens and the problem was resolved.